Event description:
A facility nurse was performing routine test discharge with a defibrillator and attached quik-combo pacing/defibrillation adapter. Reportedly, when the defibrillator discharged to the adapter quik-combo test load posts, the nurse received a shock. No additional information concerning the event was reported. The reporter stated the facility incident report did not list any injury.